Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibia, femoral, and patella components at the bone to cement and bone to implant interface. Cement manufacturer unknown. It was also reported that the patient had a right tka around 7-10 years ago, sigma cr pressfit 2.5, 2.5 10mm poly 2.5 mbt tray. Everything was revisied to attune revision components. No surgical delay reported. Doi: 7-10 years ago; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
H10 additional narrative: corrected: h6(device code and closure codes). Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.